Event description:
During ep study and cardiac ablation procedure, the cs f-curve unidirectional catheter was inserted and placed and noise/artifact displayed. Electrodes were changed out with no resolution to the defect. New catheter was used w/o any issues. No patient harm.